Event description:
Product analysis was completed for the tablet serial cable on 06/11/2015. Analysis performed on the returned usb to db9 cable verified failure of the cable. The cause is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's programming tablet was giving an error message "failure to open port". The usb cable was disconnected for 15 seconds and then reconnected; however, this did not resolve the issue. The company representative used the physician's usb cable on her programming tablet which resulted in the same error message. The physician was provided a new usb cable and the faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.